Event description:
On (B)(6) 2009, the patient reported the hour on the time display of his insulin infusion device is faded. He stated the minutes display is as legible as the rest of the screen. There are no scratches on his device display. He has changed the device battery but this did not resolve the issue. He stated his device has been dropped, but has not been exposed to water or insulin. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.